Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 20749660. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4) and (B)(4), batch: 20475755 and 20504212.

Event description:
It was reported that the patient experienced inadequate stimulation and irritation at the lead site due to one of the leads being quite superficial. The patient is currently implanted with four leads, and it was found that one of the leads migrated, which was confirmed with imaging. The patient underwent a revision procedure in which one the lead was repositioned and placed further down into the spinal canal. It is unclear as to which of the four leads was the one that migrated and was repositioned. The patient is doing well postoperatively. None of the devices will be returned for analysis as they all remain implanted.